Event description:
Patient was revised due to loosening of the tibial component causing pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.